Event description:
It was initially reported that the patient had left vocal cord paralysis and apnea. Follow-up indicated that the patient had their generator disabled for a MRI in 2007 and did not have it turned back on due to having aggravating existing respiratory and pulmonary issues in the past. There was no specific as to what the respiratory and pulmonary issues were. There was no indication of the reported vocal cord paralysis or apnea noted in the clinic notes. The patient has several co-morbidities (not specified) that likely contributed to any issues. Good faith attempts for additional information have been unsuccessful to date.